Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/10/2015 with the following findings: the threads of the returned battery cap were found to be stripped/damaged, and the torque slot worn/damaged; the reported battery cap damage was confirmed. The returned battery cap was unable to secure to a test pump case or the suspect pump case per the instructions for use (IFU); a test battery cap was used during the analysis. The pump case was observed to be free of damage. The battery cap contact height measurements were found to be outside of the specifications. The battery cap contact width measurements were found to be within the specifications. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the pump casing around the display was damaged. In addition, it was reported that the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.